Manufacturer narrative:
Additional information was provided in b.5., d.6.a., d.10 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, the lens remains in the patient eye. The surgery was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnaet3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens haptics came out with stretched and twisted haptics but it could be handled and there were no complications. Additional information has been requested but is not available at the time of this report.